Event description:
It was reported that during an infusion set change, the user accidentally dismantled two infusion sets while removing the needle guard and then attempted a subsequent insertion without first removing the adhesive, resulting in an incorrectly deployed set and interruption of insulin delivery. The device component involved was the cannula. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.